Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research coordinator that the patient experienced intermittent red heart and power limit advisory alarms. The patient was admitted to the hospital for evaluation. The patient is considered to be medically non-compliant and has uncontrolled htn, diabetes, and fails to follow-up for doctor's appointments.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.